Event description:
Permanent bodily injury [injury]. Neurological damages [nervous system disorder]. Heavy metal (zinc) poisoning [metal poisoning]. Case description: an attorney reported that their client, an adult male age unspecified, used fixodent denture adhesive, version unknown cream for his dentures, unspecified total daily use beginning (B)(6) 1998 through (B)(6) 2009, and reported the following: permanent bodily injury, neurological damages, and heavy metal (zinc) poisoning. Treatment: has received and will continue to receive unspecified medical care and treatment. The case outcome was not recovered/not resolved. Past medical history included: medical history - denture wearer. No further information was provided.

Manufacturer narrative:
Lot number or product was not provided by the reporter, therefore unable to proceed with batch retain testing or product investigation.